Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tip of the y on the mz5307 broke in the maxzero connector while connected to the patient's PICC line. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: light blue dualcap; bd posiflush IV flush solution sodium chloride, preservative free 0.9% intravenous injection prefilled syringe 10 ml (bd 306547); PICC. The customer¿s report that the tip of the male luer broke in the maxzero connector was confirmed. Magnified inspection of the male luer tip¿s broken surface showed that the break was uneven and jagged, indicating an external application of force. Functional testing was not performed since visual inspection confirmed the breakage. The root cause of the customer¿s experience was the external application of force to the male luer tip.

Event description:
The customer reported that the male luer of the extension set broke off in the maxzero connector that was connected to the patient's PICC line. There was no patient harm.

Manufacturer narrative:
Although requested, patient demographics not provided.

Event description:
The customer reported that the male luer of the extension set broke off in the maxzero connector that was connected to the patient's PICC line in the nicu. There was no patient harm.